Event description:
Don was contacted at 1915 on 12/11/92 by l.p.n., stated resident had fell, also reported hoyer pad had ripped during transfer causing patient to fall. Resident checked by don at 1930, complained of pain in right hip/leg area.. Resident transported to hospital ER for fracture of right lower leginvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.